Event description:
A medtronic representative reported a fusion navigation system monitor showing 'no input' detected message when in an application, upon shutting down the system, and when launching an application. Trouble-shooting did not resolve the issue. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement computer and cable shipped to site (B)(4) 2013. Initial testing of suspect computer, shows computer to boot properly with video output. Suspect cable evaluated and found they could not duplicate the issue. When connected to known good system the cable performed as expected. The image on the monitor was clear with good color. Found to be fully functional. A medtronic representative, at the site, replaced the cpu, monitor cable, monitor, and dvi-vga cable they have not experienced any further issues.